Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned blade failed the sharpness test. The blade would not have cut properly during procedure. The blade failed to rotate during the evaluation. This is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07184 and 2210968-2012-07181. The same patient is represented in each medwatch.

Event description:
Was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device had problems cutting. Another like device was used. There were no adverse patient consequences.